Event description:
Customer called to report quality control recovery issues on the unicel dxc 600i synchron access clinical system. Customer attempted to troubleshoot the instrument, during which customer noticed that the chemistry cartridge (cc) sample probe was leaking. Customer found liquid on top of the cc cuvette covers. Which customer cleaned up. The customer technical specialist (cts) instructed customer to wear personal protective equipment (ppe) and inspect the cc sample syringe assembly for any leaks. Customer found no leaks. Customer stated that the cc sample syringe was fitted properly on the t-valve and the leading screw. Customer found no leaks coming from the cc reagent probes or the cc reagent syringe. While priming the instrument, customer stated that 1-2 drops of liquid came from the cc sample probe with every prime. The field service engineer (fse) visited the site and performed instrument troubleshooting. The fse observed no leaks from the sample probe. The fse primed the system 15 times and found no leaking. The fse replaced the sample probe and wash collar as a preventative measure. The fse verified proper cuvette wash operation and cuvette vertical alignments. It appears as though customer resolved the leaking probe issue by tightening the tubing or the syringe. The system was operational and the issue was resolved. The root cause of the instrument's failure mode appears to have been a leaking cc sample probe. Customer stated that no erroneous patient results were generated and that no one was affected by or exposed to the leak.

Manufacturer narrative:
(B)(4).